Event description:
In 2008, the pt reported that for the past month, her infusion device has been making a "duck" sound when performing a bolus. She stated that the infusion device sounds normal during basal rate delivery. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.